Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual and tactile inspection found no issues with the hypotube shaft. No kinks or damages noted with the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Microscopic examination of the shaft identified that the inner wire lumen was stretched within the balloon and a pinhole was identified in the shaft underneath the markerband. The tip showed no signs of tip damage. A microscopic examination of the markerband identified that the markerband was compressed. The device was attached to an encore inflation unit and when an attempt was made to inflate the balloon to its rated burst pressure, a liquid leak was identified out through the tip of the device. The leak is consistent with the pinhole identified in the inner lumen in the shaft underneath the markerband. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 19-dec-2024. It was reported that inflation failure was encountered. A 1.50mm x 8mm emerge balloon catheter was used during the marshall procedure for atrial fibrillation. However, the balloon could not be opened. The procedure was completed with a different device and no patient complications were reported. However, returned device analysis revealed a pinhole in the shaft.